Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the pin measuring 47.2 cm was returned for analysis. Final analysis found an external insulation abrasion at 12.7 cm to 12.8 cm from the connector pin consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.